Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her tubing and rewound the pump. Customer primed the tubing but stated that it does not stop and it primed half the insulin out of the reservoir. Customer's blood glucose was 130 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that they were not wearing the pump during priming. Customer's current blood glucose is 118 mg/dl. Customer stated that there was a gap between the piston and the reservoir. Customer stated that the drive support cap appears normal. It was explained that the force sensor did not detect the reservoir during the seating process. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump prime properly noted. The insulin pump had normal operating currents and passed the self-test, a21 error test and off no power test. No low reservoir, no delivery alarm or no numbers ramping or scrolling during our testing. Inserted a water test reservoir, programed several bolus and primed; the insulin pump delivered properly. No prime fill anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners and cracked reservoir tube lip.